Manufacturer narrative:
Additional info will be provided once investigation is completed.

Event description:
It was reported that the serfas probe broke during a case. Reportedly, they were able to retrieve the broken piece approximately 5 minutes delay in case. The case was completed with a different probe.